Event description:
It was reported that pulse generator exhibited inappropriate telemetry measured data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.